Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 22ga x1in leaked. Leakage between hub and canuula occurred during drug injection.

Event description:
Leakage between hub and canuula occurred during drug injection.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the batch. Fron the returned photo, unable to evaluate if there is damage on catheter tubing due to the photo was too zoomed out for evaluation. Current control, there is an outgoing functional test in place to check for catheter leakage. There is also outgoing and in-process visual inspection in place to check for split or damaged tubing. As no sample was returned, actual root cause could not be established.